Event description:
It was reported that during the initial implant procedure, the helix of the right ventricular (rv) lead was noted to be extended prior to introduction into the body of the patient. The physician retracted the helix and continued with implant. While traversing within the body of the patient, the helix unintentionally extended. The physician again retracted the helix and continued with the implant. The rv lead remains implanted and no additional intervention was performed. The full rotation capabilities of the helix was not tested prior to introduction into the body of the patient. The patient was in stable condition.